Event description:
Customer reported she was hospitalized due to allergic reaction and wasn't sure what may have caused the allergy. Customer stated her face swelled up and mouth is twisted to the side. Customer lost feeling to the right side of her faces. Cat scan was done and she was informed she was fine. Customer's blood glucose was 144 mg/dl. Customer stated she had also experienced high blood glucose of 304 mg/dl and her symptoms were numbing of the right side of the face. Customer was advised to do a complete set change and customer stated she will call back once she was home to continue troubleshooting. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.